Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: finland evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery, when the nurse took the pulsavac plus wound debridement system out of the outer packaging, the nurse noticed a melted battery pack and a lot of black stains inside the package. The inner packaging was intact. There was no patient involvement with no harm or delay reported. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection of the product showed there was black debris from the battery expulsion throughout the tyvek tray. The battery pack was not returned along with the kit and therefore could not be inspected. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.